Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue. The malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue reappears.